Manufacturer narrative:
(B)(4). The reported field event of an inability to tighten the a is-1 set screw was not confirmed in the laboratory. Visual inspection identified no anomalies. The device was tested on the bench and all set screws were tightened normally to full torque and all leads were secured in place.

Event description:
It was reported that a patient presented during the generator change out due to normal eri. The set screw on the new device was not able to connect the rv lead. After several attempts, the device was replaced. The patient was stable post-procedure.